Manufacturer narrative:
(B)(4). Batch # t5d01c. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. In addition, the cartridge pan was noted to be partially dislodged from left side and damage (dent) was noted on the lower part of pan on same side. The cartridge reload swing tab was reset in order to fire the cartridge. The device and returned cartridge were tested for functionality and fired without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an ileo conduit there was an encountered issue; unable to fire the ntlc75 with the sr75. Incident was delayed by several minutes (not hours) while changing to a new ntlc75 and sr75. The issue was resolved when replaced with a new ntlc75 and sr75. There were no patient consequences.